Manufacturer narrative:
Results: a sample was not returned for evaluation. Ten retention samples from lot # 6305581 were tested for safety shield defects. All activated correctly with none detaching. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6305581. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety shield of a 3 ml bd preset¿ syringe with bd luer-lok¿ tip. 23 g x 1 in bd eclipse¿ needle detached from the device after drawing labs. There was no report of injury or medical intervention.